Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the lancet would remain in the customer's finger. No medical treatment required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).